Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical portex® bivona® adult mid-range aire-cuf® tracheostomy tube leaked after two to three weeks of use. It was also reported that the patient has been connected to a ventilator for the past several months. A 10cc syringe was used to fill the cuff. However, a trach change was required and the patient was reported to have experienced "more discomfort." There were no further reported adverse effects.

Manufacturer narrative:
One bivona® adult mid-range aire-cuf® tracheostomy tube was returned for analysis. The samples was inflated per leak test with no issues. Based on the evidence there is no fault found as the complaint was not confirmed.